Event description:
It was reported both atrial and ventricular pin ports do not hold pins. The device was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; all patient connections operate as intended. Analysis found the upper case, lower case, one side bail cover, and battery drawer are broken. Analysis also found the ring cover and ring bail are missing, one case screw is missing, and the keyboard is scratched. (B)(4).